Event description:
As initially reported by the consumer upon opening the blister package, the contact lens appeared defective, with a tiny cut and a rough/irregular edge noted on the lens and experienced burning, eye pain, tearing, blurred vision, ocular irritation, foreign body sensation described as feeling like the contact lens was scratching the eyeball and redness associated with contact lens wear. Medical attention was sought and was diagnosed with a corneal ulcer and was treated with unknown antibiotic eye drops and was advised not to wear contact lenses for one week. The consumer discontinued use of the product following the events. The current status of the consumer¿s eye is resolved at the time of this report. Additional information has been requested but has not yet been provided.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).